Event description:
The hosp reported a total loss of image occurred when the endoscope was inside the pt during a procedure. It is unknown if the procedure was completed with the same endoscope, or with the use of another device. There was no allegation of harm.